Event description:
Providers were performing a colostomy takedown. This required a 29mm circular stapler in order to perform anastomosis. Upon initial use the first stapler failed when primary nurse was in room. A second circular stapler was then opened and used. At this point the relief circulator was in the room, as it was call time. The second stapler then also failed. This subsequently led to the surgeons having to make the decision to convert to an open procedure as opposed to the, originally planned, laparoscopic procedure.